Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/18/2019. Device evaluation summary: it was reported that a 47-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis (left) and an unknown mentor saline prosthesis(right). Left sided deflation was reported to mentor on (B)(6) 2018. Capsular contracture was also noted. The device was received with no fluid. White material was observed within the device. During initial evaluation a crease was found on the anterior and posterior view. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was not confirmed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5727246 was reviewed on 11/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis(left) and an unknown mentor saline prosthesis (right). Left sided deflation was reported to mentor on (B)(6) 2018. On (B)(6) 2018 mentor received additional information that right sided capsular contracture was also present (baker¿s grade unknown). No additional hospitalization was required as a result of these events. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2018-06374 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 10/29/2018. In addition to the left sided deflation and right sided capsular contracture previously reported, bilateral deflation and capsular contracture was diagnosed during a physician visit. On 11/2/2018 additional information was obtained. The devices are set to be explanted on (B)(6) 2018. The product information for the left sided device (relating to this report) was obtained. The device was a mentor smooth round moderate profile 425cc saline prosthesis. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).